Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, the pt suffered injury and is at an increased risk of developing serious side effects including, but not limited to, acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, disability, unnecessary and add'l surgeries, and other injuries presently undiagnosed.